Event description:
Patient was doing well til three to four months prior to admission. After a rather long walk, patient developed painful limp. She's had severe pain left leg & low back, even pain into right hip & leg. This required visits to e.r. Where she received pain medication, anti-inflammatories & muscle relaxants with no relief. Patient's left hip x-rays showed a symmetrical femoral head in acetabular cup. Diagnosis made of polyethelene insert wear with failure. Revision surgery advised & done 12/28/92device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.